Event description:
It was reported that the procedure was to treat a moderately tortuous proximal right coronary artery. An unknown trek balloon catheter was advanced and inflated; however, it was noted that the balloon ruptured between 3 and 12 atmospheres. Another trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.